Event description:
Patient came to MRI for a brain MRI with and without contrast. Patient had a known fusion at c6-c7. After the scout was done and 1 set of images was done -totaling 2 minutes- the patient stated that her hair felt hot. Tech checked her hair and it did feel abnormally warm to touch. Radiologist examined patient, waited until her hair cooled down, then attempted to proceed with the MRI. The exam was started, again the patient felt hot, and the exam was aborted. Patient stated that her scalp hurt, felt like a sunburn.

Event description:
Patient came to MRI for a brain MRI with and without contrast. Patient had a known fusion at c6-c7. After the scout was done and 1 set of images was done -totaling 2 minutes- the patient stated that her hair felt hot. Tech checked her hair and it did feel abnormally warm to touch. Radiologist examined patient, waited until her hair cooled down, then attempted to proceed with the MRI. The exam was started, again the patient felt hot, and the exam was aborted. Patient stated that her scalp hurt, felt like a sunburn.